Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the device was exposed to water when the user was pushed into a pool, after which the ilet screen became unresponsive and the user transitioned to manual insulin therapy. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no alarms, and a device replacement arranged. Investigation included review of the event description and device history review. Investigation of this device revealed a screen/display failure consistent with water exposure to the device enclosure, which is aligned with previously observed device damage from liquid ingress. It was concluded, based on previously established findings for similar reports, that the cause was environmental exposure leading to device damage not related to a manufacturing defect.